Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown -it was reported customer questioned potassium and lipid results. Verbiage received, - "providers question potassium and lipid results that is not consistent with patients clinical condition and dietary practice."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported customer questioned potassium and lipid results. Verbiage received, "providers question potassium and lipid results that is not consistent with patients clinical condition and dietary practice."